Event description:
It was reported that the patient was hospitalized for cardiac arrhythmia. The ventricular assist device (vad) remains in use. No fur ther patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.